Manufacturer narrative:
E1: city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had a fractured ring of the electrode. The malfunction occurred during a uterine fibroid removal surgery. There were no reports of patient harm.